Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Initially, the pump did not begin charging despite being plugged into a working outlet; however, after using a different charging cable and plugging it into a wall adapter, the issue was resolved, and the pump began charging with no further assistance required.